Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that her implant has been causing many issues for her. It was indicated that her tailbone, back, buttocks, and legs have been hurting and it kept getting worse. She experienced feeling of twitching sensation in her back. The implant helped her bowel symptoms for the first 2-3 months then it stopped helping. Patient followed up with her managing healthcare provider (hcp) at the time and patient was suggested to use patient programmer to adjust settings, turned implant off or have it explanted. Patient turned her implant off for a bit then turned it back on. Patient stated at this point since it has been causing so many issues, she would like to possibly have it taken out. There was no fall or trauma could be related to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.